Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider via clinical study. It was clarified the language related to the report of a pump flip was deleted. No further information was provided.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported that at the time of the event the patient¿s device was delivering morphine at 1.0909 mg per day and gablofen at 60 mcg per day. The previously reported spinal stenosis was noted to be patient history, and was not considered an event because it was captured in their history. The cause for the flipped pump remained unknown and it was noted the reporter didn¿t see a mention of a flip pump on the event form. Clarifying information was requested, but not yet received, to confirm the flipped pump.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The reason for modification was further clarified. The prior pocket made for the pump was further expanded to accommodate rotation.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via clinical study regarding a patient who was receiving gablofen at an unknown concentration, dose and frequency via an implantable pump for spinal pain and other chronic/intract pain (trunk/limbs). It was reported that the abdominal intrathecal pump was flipped in the pocket and was repositioned to the 6 o'clock position on (B)(6) 2015. The prior pocket made for the pump was further expanded to accommodate rotation such that the access port sat at the 6 o'clock position. It was noted the patient had no cushion/body fat over the pump site. Diagnostics included surgical observation. It was noted the intrathecal site was revised on (B)(6) 2015. The clinical diagnosis was specified as spinal stenosis of the lumbar region without neurogenic claudication. The relationship of the event to the device or therapy was related. The relationship of the event to the implant procedure was related. The etiology was noted to be the pump. The event was resolved without sequelae on (B)(6) 2015. Additional information has been requested regarding the cause for the flipped pump, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.